Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes provided. The revision operative note for the left hip demonstrated that the patient was revised due to pain, liner wear and elevated metal ion levels. On opening the capsule, the rim of the liner was found fractured, and somewhat mobile posterior superiorly. Upon opening the capsule, there was a minimum of intraarticular debris. The head was removed and significant corrosion about both trunnion and inside of the head. The locking ring did not function properly. The tines were spread. The fracture was isolated to the posterolateral aspect and was noted to occupy about 60 degrees of the circumference of the rim. The locking mechanism was bent and it did not open freely. The locking ring was removed, new locking ring and liner were implanted. The cup was somewhat retroverted and well-fixed. New biolox head was implanted after the black corrosion on the trunnion was cleaned. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00519, 0001822565-2019-02918, 0001822565-2019-03473.

Event description:
It was reported the patient underwent a revision procedure approximately 7 years post implantation due to pain, elevated ion metals, and tendon tears. It was noted the neck, head, and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.